Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 15 after insertion. Both the sensor and the transmitter were returned for further analysis. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. Log file analysis from transmitter revealed that the algorithm logic was not asserting the low confidence calibration (lcc) condition per system design and that triggered glucose suspend alerts erroneously. As part of resolution, RMA was authorized to offer the user a replacement for the sensor and transmitter. B4. Date of this report: 11 april 2025. G3. Date received by the manufacturer? 11 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1435. H6. Type of investigation updated to 10. H6. Investigation findings updated to 104. H6. Investigation conclusions updated to 58.

Event description:
On 13 jan 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.